Event description:
Reportedly, the device over-infused fentanyl by 60 times the dose on an infant in nicu. The baby is ok after subsequent attention.

Manufacturer narrative:
Device eval results will be submitted, when device is returned and eval is completed.